Event description:
During a follow up for a related use error issue the hp stated that every time after he got up in the morning he felt that the machine was giving him an electric shock that runs down his ankles and spine. The supplies were discarded. The companion set was not available. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis nurse regarding the reportable event of an electrical shock from the homechoice machine. The nurse stated the hp has never reported the issue of receiving an electrical shock from the cycler to her and stated the hp's cycler was functioning normally. The nurse explained the hp was doing well on therapy. .

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of electric shock could not be confirmed. The root cause was undetermined. A device history record review, service history review, event history log review, and sample evaluation were performed, and no issues were found that could have contributed to this event. During the device history review, a failure of pump error 137 appeared. The machine was retested and passed all subsequent testing. A review of the device logs did not confirm the reported issue symptom of electrical shock. A review of the service history revealed no issues that could have caused or contributed to the reported difficulty of an electric shock the homechoice was evaluated per rg0159 method 3 for the customer reported issue of shock. The device was received operational. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test (B)(4) and the rite functional test (B)(4). An internal and external inspection was performed per (B)(4), and the device passed. Multiple short simulated therapies were completed successfully. The device electrical system was checked and found to be correct and within specifications. All electrical grounds were checked and found to be secure and correct. A review of the logs did not confirm the reported issue symptom of electrical shock. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue of electrical shock. The device was determined to meet specifications for the customer reported issue symptom of electrical shock. The device will be sent for servicing per normal process.